Event description:
It was reported that the patient had been in a serious car accident and that the caller was trying to determine if the lead was ok as there now appeared to be several short integrity counts (sic) and non-sustained ventricular tachycardia events which could indicate oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - patient alert for lead failure predictor on (B)(4) 2010 09:57:24.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.